Event description:
A baxter field service representative returned an infusion pump for a failure code 812:02. The facility's biomed and the baxter field service rep were contacted to obtain information regarding when the failure occurred or if any patient injury or medical intervention resulted from this failure. This information was not available and no additional contacts were provided.